Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a drill bit interfered with the nail and the tip of the drill bit (about 3 mm length) was broken. A broken piece remained in the bone, but the operation was finished. The operation was extended for 20 minutes. This is report 1 of 5 for (B)(4).